Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments, analyzed and there was blood/body fluid on all conductors (not obstructed) . It was noted that the outer tubing overlay was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the atrial lead dislodged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.